Event description:
It was reported that the customer was hospitalized twice, once before christmas and once in january for high blood glucose. The blood glucose reading at time of the call was 325 mg/dl. Also, it was reported that the insulin pump turned off automatically. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.